Event description:
A review of service data detected a reportable event. During servicing battery pack (B)(4) was found to have a broken white wire at the battery cell. The last patient to use this battery pack did not report any device deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. Upon service evaluation, the battery pack was found to have a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined, but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.